Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced multiple hardware components including three electrodes (na, k, cl), ise tubing, buffer syringe and adjusted the mix bar to resolve the issue. The fse performed calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(6).

Event description:
On (B)(6) 2023, the customer reported obtaining erroneous patient results with flags for three patients on ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. On (B)(6) 2023, the customer had one high patient results for ise¿s generated on the same analyzer. The customer then repeated all the patient samples on another au analyzer and obtained normal results. The customer did not release initial results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Note: this MDR is to address event occurred on (B)(6) 2023.